Manufacturer narrative:
The reported issue was verified. The cause was isolated to the system pcb assembly. The device can no longer be repaired. The device was scrapped by the customer. Root cause determined to be the failed system pcba, further root cause could not be determined.

Event description:
A customer had sent in their device for repair. Upon inspection, stryker reported that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer had sent in their device for repair. Upon inspection, stryker reported that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.